Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer had bolused, but her blood glucose levels remained as high as 401 mg/dl. The nurse calling stated that there was not enough insulin to conduct troubleshooting. Advised the nurse to have the customer call back to conduct troubleshooting once she was released from the hosp. Nothing further was reported.